Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation after passing through a security gate while her implantable neurostimulator (ins) was turned on. The shock was so intense that she fell down. The shocking lasted a few seconds before the pt turned her ins off. About a month later the pt felt shocking down her leg while she was driving with stimulation on. She turned off her ins and the shocking went away. She turned the ins back on a little later and felt fine. Ten days later she felt shocking in her leg again and had been feeling shocking more frequently. A MFR's rep met with the pt and measured impedances >4,000 ohms on all unipolar and bipolar pairs when the ins was set to 0.5v. The test was attempted again at a higher voltage but had to be stopped due to the pt's discomfort. The pt was also experiencing intermittent stimulation. Additional info has been requested, a f/u report will be sent if additional info becomes available.